Event description:
The patient reported that power cord is frayed at the adapter box connector and the system is no longer powering on. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the accessory was not available for evaluation. Based on the information received, the cause of the reported incident could not be determined. If the accessory is located, the file can be re-opened and the investigation completed at that time.